Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient exhibited electromagnetic interference - emi oversensing on the atrial lead during a clinic visit in (B)(6) 2019. The lead was capped and replaced during a procedure on (B)(6) 2020. Patient condition post-procedure was stable.